Manufacturer narrative:
Product analysis: device was decontaminated with cidex opa solution soak and tergazyme soak. The device was returned with the lock pin mechanism loosened and a portion of stent partially exposed. The device was identified from the strain relief as 150mm. Approx 3mm of the stent was exposed from the device. The blue outer sheath was broken from the strain relief area of the device, the broken area was examined, and it seem that sheath had detached from the strain relief area connected to stainless steel push rod. The stent could not be deployed by advancing the push grips. The distal inner assembly was cut just proximal to the stent retainer to allow further testing. A set of witness marks were noted on the stainless steel hypotube approximately 27mm and 29mm from the distal end of the stainless steel hypotube; indicating that the safety locking pin was properly tightened during manufacturing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Image analysis one video is provided for evaluation. The video represents the hcp showing the blue outer sheath detached from strain relief section of the device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a peripheral stent procedure for a chronic total occlusion (100% stenosis) of the mid superficial femoral artery with a moderate degree of calcification and vessel tortuosity, the stent prp35-08-150-120 protege ef was used. Pre-dilation was performed with a 5x120 non-medtronic balloon. The device was prepped as per the IFU with issues identified, after the stent was removed, the handle position detached from the blue plastic casing. The handle detachment occurred while the device was inside the patient. The device replaced with the same model stent. No patient symptoms or complications were associated with this event. No patient complications have been reported as a result of this event.